Event description:
Post angiogram performed of the zenith endovascular graft deployment noted an endoleak originating from the junction of the ipsilateral limb of the main body and the leg graft. An iliac leg extension was deployed within the graft bridging the junction and providing a seal of the vessel. Endoleak resolved.